Manufacturer narrative:
Visual analysis of the returned device identified: broken shell and others and red particles on the shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: broken sharp and non-penetrating nick near of the broken site, this condition was called surgical impact. Based on the device analysis, the final assessment is one sharp broken on the posterior assessed as surgical impact.

Event description:
Healthcare professional additionally reported right side "grade 2 capsule".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and textured recall.

Event description:
Healthcare professional reported right side rupture and removal due to "textured recall." Device has been explanted.